Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the level sensor to operate as intended throughout the evaluation. There were no observations of any error messages or detection of errors with the level sensor.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during setup of the device for a cardiopulmonary bypass (cpb) procedure, the level detect sensor did not work correctly. The team continued to use the red level sensor without the yellow sensor. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.